Event description:
It was reported that a syringe 1.0ml 29ga 1/2in bls 500 china had foreign matter before use. The following was reported by the initial reporter: "when preparing to extract insulin injection, the nurse found a foreign matter in the syringe, and replaced the syringe and extracted it again.".

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to batch being unknown, no DHR can be completed.

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a syringe 1.0ml 29ga 1/2in bls 500 china had foreign matter before use. The following was reported by the initial reporter: "when preparing to extract insulin injection, the nurse found a foreign matter in the syringe, and replaced the syringe and extracted it again."